Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. Numerous startup sequences were performed, and the system performed to expectations throughout testing. The imaging system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that the system was not fully booting up. After several reboots, the system fully booted up. There was no patient present when this issue was identified.